Event description:
It was reported the right ventricular lead had high thresholds and the patient is pacer dependant. The lead was explanted and replaced. No patient complications were reported as a result of this event. It was reported that during device replacement, the right ventricular lead had high thresholds and the patient is pacer dependant. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Full lead returned and analyzed.